Event description:
Following the complication during the endovascular procedure ,where a portion of the portal guidewire (distal segment) detached and remained within the internal carotid artery-the physician took immediate remedial steps to ensure patient safety and complete the treatment without adverse outcomes. The detached segment of the microguide was promptly identified as residing in the cerebral vasculature (middle cerebral artery), . The physician attempted 3 interventional techniques to retrieve the retained fragment: an inflated balloon was used in an attempt to dislodge and withdraw the guide segment. Snare catheter retrieval for mechanical capture. A stent retriever was deployed as a final maneuver, which successfully retrieved the retained fragment. Sofia distal access catheter and neuron max sheath supported procedural success. Based on the initial information provided - the patient experienced no neurological deficits, indicating that the remedial actions were effective and did not compromise patient safety.